Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery. In addition, 15ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and immediate implant was performed.